Event description:
Stryker performance series sagittal blade pronge that hold the sawblade into the saw broke while being used for total joint replacement surgery. A second sawblade was opened and utilized to successfully complete the procedure without any harm to the patient. Ref# 6118-127-100. Lot# unknown. Expiration date: unknown.